Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing, resulting in an unknown duration of pacing inhibition. The patient was admitted for reports of chest pain. A revision procedure was performed and the rate/sense portion of the right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported during the procedure.